Event description:
It was reported that pump flowed fast. Pump filled to infuse for 3 days and it was empty after 2 days. Pain relief delivered. No adverse clinical effects reported. Pt's weight is (B)(6).

Manufacturer narrative:
Received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 175ml, and a flow rate accuracy test was performed. The pump infused within specification. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. Information received for this complaint indicated that the pump was underfilled, which does flow faster than a nominally filled pump. The directions for use (1304458, rev. C) contains a caution statement: filling the pump less than nominal, increases flow rate. No adverse event occurred. A review of the lot history found no confirmed complaints for this lot.